Event description:
Ever since switching to dexcom g7 cgm the app will stop reading without warning for hours unless disabling bluetooth and re-enabling. After restart of bluetooth there appears to be no data lost from the sensor but only bluetooth communication. It's failure to notify of rapid glucose loss or increase has caused several severe lows and continuous high glucose. Both are dangerous but lows especially can cause loss of consciousness or become severely disoriented and lead to accidents. I believe for a health product their issue has not been addressed and is widely documented by users and should be required to make a stable solution to the problem. I was forced to switch from freestyle libre 3 because of change in insurance coverage. I never had an issue with the freestyle libre 3. As mentioned, I do not believe the issue is with the sensor itself but with the apps software. People rely on the software for daily diabetic health decisions and the product is advertised as improving control of diabetes and has been approved to be used with insulin pumps which can be dangerous if connectivity is not reliable.